Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a routine device exchange, insulation damage was visually confirmed of the right ventricular (rv) lead. The rv lead was repaired successfully. The patient was stable and will continue to be monitored.